Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fatigue, weight loss, diarrhea, swollen lymph nodes, fever, body weakness, breathing issues, persistent cough, "silicone in their lymph nodes".

Event description:
Patient reported fatigue, weight loss, diarrhea, swollen lymph nodes, fever, body weakness, breathing issues, persistent cough as well as right side exchange from textured to smooth. Device remains implanted. Healthcare professional reported "silicone in their lymph nodes".

Event description:
Healthcare professional reported "rupture/deflation". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: underweight, broken and red particle in the gel. A microscopic analysis was performed which identify sharp opening in the posterior edge and with non-penetrating nick assessed as surgical impact opening and missing . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening in the posterior with no penetrating nick due to surgical impact opening . -non-penetrating nick. -missing piece of the shell assessed inconclusive. Reason for reoperation: rupture.

Event description:
Patient reported fatigue, weight loss, diarrhea, swollen lymph nodes, fever, body weakness, breathing issues, persistent cough as well as right side exchange from textured to smooth. Healthcare professional reported "silicone in their lymph nodes". Device has been explanted and replaced.